Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the driver bit shows signs of use with the connecting end of the bit having some gouges and the tip of the bit has some positive material and rounded edges. The tip of the driver bit has fractured off and was not returned. The fracture surface showed regions consisting of sheared ductile overload dimples in different parts of the driver bit, suggesting a torsional overload failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during initial surgery for alps mtp plate that while inserting the screw, the screwdriver tip broke off and remained inside the screw head. The surgeon gave up on removing the broken fragment and finished the surgery. There was no reported harm, injury or delay. Due diligence is complete. No additional information is available. Status.